Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2021-00742. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair, the barb of a fast-fix fell off inside the patient. Both anchors were left in. The procedure was completed with a s+n back up device. No significant delay and no other complications were reported.